Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 600mg/dl at the time of incident. Declined to trouble shoot for high blood glucose. Customer stated that the insulin pump alarmed button error and cannot be cleared. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.